Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 289 mg/dl and a correction bolus was delivered to address the bg level. The customer was not sure what caused the high bg. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the high bg.